Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was high. Customer required 3rd party assistance from their health care provider (hcp) to address the high bg. Customer's hcp had them administer a correction injection of insulin via a manual injection to address the high bg. The customer reverted to an alternate form of insulin therapy.